Event description:
According to the initial information received, after evaluation of the patent ductus arteriosis, the wedge catheter was advanced across the ductus arteriosus and a rosen wire was placed. The wedge catheter and 6-french sheath were then exchanged for a 7-french amplatzer torqvue 180 degree curve delivery sheath. The sheath was advanced across the pda and into the descending aorta, at which time a 12 x 10 mm amplatzer ductal occluder was prepared and advanced through the sheath into the descending aorta. During device deployment, the device was noted to pull through the pda rather easily. As such, the device was withdrawn back into the sheath and removed. At this time, a 10 mm amplatzer muscular vsd occluder was placed across the ductus. It was deployed and appeared well-positioned by angiography, however, upon release it promptly embolized into the main pa/proximal rpa. After multiple attempts at snaring the device using multiple catheter and sheath combinations, the vsd device was eventually snared by its delivery post and withdrawn into the inferior vena cava where it was successfully withdrawn from the body after exchanging the long venous sheath for a short, 9-french sheath. A repeat descending aortic angiogram demonstrated an unchanged, very large pda with no evidence of mpa, aortic, or pulmonary valvular injury. At this point, the wedge catheter was then replaced in the venous sheath and advanced across the ductus in order to place the rosen wire back in the descending aorta. The wedge catheter and the 9-french sheath were then removed and replaced with a new 7-french amplatzer delivery sheath. The device was utilized to deploy a 12 mm amplatzer muscular vsd occluder across the ductus. The post-deployment angiography showed that it was not appropriately seated and as such, it was withdrawn into the sheath and removed. Finally, an attempt was made to close the ductus with a 20 mm amplatzer vascular plug ii. On deployment of this device, angiography showed that the device was too large for the ductus; the pulmonary side of the device was in the main pulmonary artery. This device was easily removed prior to device release, and further attempts at device closure were abandoned. Lidocaine 1% was administered to the right groin. All catheters and sheaths were then removed and hemostasis was achieved with direct pressure followed by the application of a pressure dressing. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
The 10mm muscvsd was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f loader without any deformities. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) patient was found to have a large pda. She underwent cardiac catheterization and attempted closure of the pda. The device placement was unsuccessful despite serious efforts to close the pda with an array of devices one cd with 13 angiograms was received for review. The aortogram of the aorta showed a large pda which was tube-like without any evidence of constriction toward the pulmonary end. The diameter of the ductus in rao view was about 12mm. In lateral view, the diameter was about 7.5mm. The level of the pda and its orientation were rather high, it aligned with the aortic arch and was parallel to the aortic arch. In addition, the pda curved significantly before entering into the pulmonary artery. It was a very large, long and complex pda. The angiograms that were provided for review did not include the attempt where the 12/10mm ado was used to close the pda. The angiograms showed the muscvsd deployments. The initial angiogram after deployment of the 10mm muscvsd showed that the majority of the device was in the proximal part of the ductus (toward the aortic end) but not protruding into the aorta. Later, the device was shown to have slipped into the pda toward the curved end of the pda. The left disc orientation (the disc toward the aortic side), instead of being perpendicular to the walls of the pda was at an acute angle, meaning the disc had pulled in due to the distal curve of the pda. The device position, therefore, was unstable and embolized into the pulmonary artery after release. The 10mm muscvsd was retrieved percutaneously and an attempt to place a 12mm muscvsd was made. The position of the 12mm muscvsd was unsatisfactory as well and it was removed. A 20mm avpii was deployed; however, this device was thought to have pulled into the pulmonary artery side and was removed. The procedure was aborted. According to aga's medical consultant, the device embolized due to a very complex ductal morphology, including a large diameter, long, non-tapering, and high and parallel to the aortic arch. The morphology made the evaluation of the device and pda difficult after the device was placed.